Manufacturer narrative:
(B)(4). Batch # t93l4d. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred when the device was used on the inferior mesenteric artery. The device was fired outside the patient for functionality, but the issue was not resolved. The surgeon commented that there was a possibility that the jaws had been deformed before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results of the er420 device found that it was returned with no damage in the external components. Three scissored clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 scissored clips. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.